Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.

Event description:
See medwatch 1219856-2009-00111 for the report in reference to the intra-aortic balloon (iab). It was reported that while in the cath lab the 40cc ultra flex balloon was inserted via a sheath into right femoral artery, up into descending thoracic aorta. Driveline tubing was connected to autocat 2 wave pump (B) (4). Under fluoroscopy they could see top half of balloon was not inflating at all. The pump did not alarm. On lcd display, balloon volume showed 40cc (above helium tank bar graph). They manually inflated balloon and could see that whole length of balloon was inflating. As they inserted driveline tubing into pump again, only bottom half of balloon was inflating. They changed driveline tubing with an iak-02695 product hoping this would help to inflate the whole balloon. This last effort did not help, so they removed 40cc balloon catheter and inserted a 30cc balloon. Reason for changing from a 40cc to a 30cc was that they did not have another 40cc in stock. On connecting 30cc driveline tubing to pump, same problem occurred. No alarms heard from pump, balloon volume showed 30cc on pump display and only bottom of balloon inflated. They manually inflated balloon and could see balloon was inflating fully under fluoroscopy. They removed pump and used another arrow autocat 2 pump (B) (4). Pump strips were not generated and x-rays were not performed.